Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached from the applicator. The attempted sensor insertion was at the abdomen on (B)(6) 2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod. Due to the missing sensor wire, the sensor wire is considered to be detached. A root cause could not be determined.